Event description:
It was reported that the observation text was indicating invalid data. The rate histograms have invalid data marked by '??' On the quick look ii pacing percentage. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the observation text was indicating invalid data. The rate histograms have invalid data marked by '??' On the quick look ii pacing percentage. The device is still in use. No patient complications were reported as a result of this event. It was later reported that the device pacing rate is not responding appropriately during exercise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data collected from the device was received and analyzed. Analysis revealed a data recording problem. "Rate histograms have invalid data message" appeared on quicklook window. No parity errors or por conditions on the translated s2d file. The xml file for the pdd file shows "invalid" designations for the recent session results for atrial arrythmia event count histograms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.